Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated that the capture and sensing issues were caused by the dislodgement.

Event description:
During a follow-up, high capture threshold and low sensing on the right ventricular (rv) lead were noted. Diagnostic imaging confirmed the rv lead had become dislodged. The device was reprogramed and the lead was awaiting repositioning. The patient was stable with no adverse consequences.